Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported the trigger of the handpiece device was getting stuck and the handpiece device was heating up unusually. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery reciprocator device was evaluated and the reported condition that the trigger was getting stuck and the handpiece was heating up was confirmed. An assessment was performed and it was determined that the device failed trigger test, as the trigger was found to be sticking. It was further determined that the guide sleeve /saw blade coupling was getting hot, the trigger assembly was corroded, the gear complete with piston and guide sleeve had corrosion, and the motor was loud and has vibration. The assignable root cause was determined to be improper cleaning and maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.